Event description:
It was reported that the pt presented in clinic for follow up with muscle stimulation. The pulse generator exhibited backup vvi operation. The device was electively explanted and replaced on (B)(6) 2012 due no normal eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.